Event description:
It was reported the patient fell due to dyskinesia and ruptured their right rotator cuff. The event was unrelated/unlikely related to the surgery or system. It was possibly/probably/or certainly related to the stimulation, medication, and or a pre-existing/underlying disease. The event was considered resolved without sequelae.

Manufacturer narrative:
(B)(4).